Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged, and was located in the chest wall, which resulted in a perforation. This lead was explanted, and replaced with a new one, and was placed in a low septal position. No additional adverse patient effects were reported. This lead is not expected for return.